Manufacturer narrative:
The sample has been discarded and not lot numbers are known. Should a sample be received, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter sales rep. Reported a customer complained that a stopcock cracked during suspected use with lipid-containing products. Several units have experienced a similar cracking problem, however, number of units, event descriptions, and lot numbers were not reported. Customer is aware that this product is not meant for use with lipid-containing products. Problem was discovered during patient use resulting in the patient's blood pressure dropping to the mid 70's. Backflow of the patient's blood was observed. An unknown vasopressor agent was increased to support the patient's blood pressure. The patient has reportedly recovered from the event.